Manufacturer narrative:
Manufacturer's report date: october 23, 2013. (B)(4). The model number/catalog number is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a tpn infusion on a home care pt, the smartsite snapped and blood leaked out of the valve. The pt was taken to hospital. No information has been provided on pt care.